Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6a., d6b., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I diagnosed via ultrasound. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h.6. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is not related to the manufacturing process. - rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.